Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine generator change due to normal eri. Upon interrogation lead noise, high capture threshold and undersensing was observed on the ra lead. During device explant procedure insulation abrasion was observed on the ra lead. The lead was capped and new lead was implanted. Patient was stable.